Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (2017)') in an adult female patient who had essure (ess205) (batch no. 621804) inserted. Other product or product use issues identified: medical device monitoring error "essure device insertion and concurrent endometrial ablation". The patient's medical history included menorrhagia and postmenopausal bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingooopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Lot number:621804, manufacturing date: 2006-11, expiration date:2008-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (2017)'), endometrial ablation ('ablation') and oophorectomy ('oophorectomy') in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal on (2017)). Essure (ess205) was removed in 2017. At the time of the report, the medical device removal, endometrial ablation and oophorectomy outcome was unknown. The reporter considered endometrial ablation, medical device removal and oophorectomy to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (2017)') in an adult female patient who had essure (ess205) (batch no. 621804) inserted. Other product or product use issues identified: medical device monitoring error "essure device insertion and concurrent endometrial ablation". The patient's medical history included menorrhagia and postmenopausal bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingooophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: lot number and new reporter added. Previously reported events endometrial ablation replace with medical device monitoring error because as per mr it was reported that it was performed concomitantly with essure insertion. Event oophorectomy deleted and added as surgical treatment along with removal surgery. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (2017)'), endometrial ablation ('ablation') and oophorectomy ('oophorectomy') in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal on (2017)). Essure (ess205) was removed in 2017. At the time of the report, the medical device removal, endometrial ablation and oophorectomy outcome was unknown. The reporter considered endometrial ablation, medical device removal and oophorectomy to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.